Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was returned to bd for evaluation. Based on the investigation of the returned catheter sample it could be confirmed that a stent deployment was impossible. The sample was found in used condition, and a force transmitting sheath was found broken at the proximal end which made a stent deployment impossible. A definite root cause could not be determined based on the available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070401c vascular stent allegedly experienced a break and a failure to deploy. This information was received from a single source. The alleged break and a failure to deploy involved a patient with no known impact to the patient. The patient is male; age and weight were not provided.

Manufacturer narrative:
The device was returned to bd for evaluation. Based on the investigation of the returned catheter sample it could be confirmed that a stent deployment was impossible. The sample was found in used condition, and a force transmitting sheath was found broken at the proximal end which made a stent deployment impossible. An indication for a process related issue could not be found. Potential factors that could have led or contributed to the event reported have been evaluated. A manufacturing related cause was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070401c vascular stent allegedly experienced a break and a failure to deploy. This information was received from a single source. The alleged break and a failure to deploy involved a patient with no known impact to the patient. The patient is male; age and weight were not provided.